Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirme d based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU a nd training manuals revealed no deficiencies. As reported, ''when the delivery system was being advanced through the esheath+, a noise was heard, and it was observed that the sheath shaft was separated from the hub. The shaft slipped deep into the vessel and the patient presented a significant and rapid blood loss. With the assistance of vascular surgeons the procedure was converted to surgical and the device was removed''. Per evaluation of returned device, two leakages were observed, one in the crimp balloon and another in the inflation balloon. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, the esheath+ shaft separated from the hub while advancing the delivery system with the crimped valve, and a surgical intervention was performed to remove the devices from the patient. Based on returned device evaluation, one pinhole leak was located on the distal shoulder of inflation balloon where the valve inflow strut positioned. It is possible that device manipulation was applied to remove the devices from the patient, this can caused the valve's apices to come into contact with the balloon and damage the balloon, resulting in pinhole leakage. Additionally, it could be possible that the tools used during surgical intervention could interact with the crimping balloon area and damaging it. The available information suggests that procedural factors (device manipulation, surgical tools) may have contributed to the reported event. The complaint of balloon leak was confirmed. No manufacturing non-conformances were identified during evaluation. Available information suggests that procedural factors (device manipulation, surgical tools) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to correct h11.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07737.

Event description:
Edwards received notification from our affiliate in poland. As reported, this was a case of an implant of a 29mm sapien 3 valve, in the aortic position by right transfemoral approach. When the delivery system was being advanced through the esheath+, a noise was heard, and it was observed that the sheath shaft was separated from the hub. The shaft slipped deep into the vessel and the patient presented significant and rapid blood loss. With the assistance of the vascular surgeons the procedure was converted to surgical and the device was removed, followed by the implantation of a reinforced patch and a drain was left in place. It was decided to use a whole new system, and the vessel was predilated to reduce the risk. After some issues for positioning the guidewire, a successful implantation was completed and the implant was successful. The patient was noted to be in stable condition after the procedure. As per provided imagery, the sheath shaft was separated from hub while delivery system was still inserted through sheath hub. As per pre-decontamination evaluation, one valve strut was bent and a delivery system balloon leak was noted.